Manufacturer narrative:
The subject clv-s190 will be returned to olympus medical systems corp.(omsc) for the evaluation. Omsc continues to investigate this event. Clv-s190 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is found, this report will be supplemented.

Event description:
The emergency lamp of the subject clv-s190 ignited during unspecified procedure.the user replaced the endoscopic system including the subject clv-s190 with unspecified endoscopic system made by another company and completed the procedure.there was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
The subject clv-s190 was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc performed the following for the subject clv-s190 under each state of high degree (40c), and low degree (10c), however the phenomenon was not reproduced. The subject clv-s190 was operated for 2 hours. The impact was applied to the subject clv-s190 after the subject clv-s190 was operated for 2 hours. Omsc also confirmed the clv-s190 and the following was found. It took a more time for the start of the subject clv-s190. There were not foreign materials (e. G. Dust) adhered to the inside of the subject clv-s190. Omsc could not identify the root cause because there was no abnormality in the subject clv-s190. Omsc surmised that this phenomenon might have been occurred by the following. The abnormality was occurred in the power unit in the subject clv-s190 temporarily due to the deterioration of the power unit. Therefore, the voltage required to ignite the examination lamp was not supplied. The abnormality was occurred in the power unit in the subject clv-s190 temporarily due to the noise (e. G. Static electricity). Therefore, the voltage required to ignite the examination lamp was not supplied. The circuit of the detection of the abnormality on the degree in the main circuit board was functioned mistakenly. Therefore, the emergency lamp ignited instead of the examination lamp. There were no further details provided. If significant additional information is found, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".